Manufacturer narrative:
Product event summary: analysis confirmed that the external pulse generator (epg) would not power on; the display was electrically out of specification. It was also found that the battery wires were pinched, and the insulation on the red display wire was compromised. Additionally, the main printed circuit board (pcb) was electrically out of specification. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not turning on. The epg has been returned for service. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit. The device powered on with no error. The epg was placed in an oven at 70 degrees celsius for one hour. The device powered on with no error. The epg was placed in a freezer for one hour. The device powered on with no error. The epg was placed back in the oven at 70 degrees celsius for one hour, the device then powered on to an error. The log was reviewed. The log had several errors. Conclusion: the customer complaint was confirmed. There was a suspected solder issue with the die stack. If information is provided in the future, a supplemental report will be issued.